Manufacturer narrative:
Block e1: this event was reported by a boston scientific employee. The healthcare facility was not reported on the medwatch form and is unknown. Block h6: imdrf impact code f1901 captures the additional surgery performed to retrieve the broken tube. Imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2025. During the procedure, the tube broke while being pulled through the anterior abdominal wall. Part of the tube was left in the patient's stomach. A laparotomy was performed to retrieve the broken tube and placed a gastrostomy tube. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3 (date of event) and b5 have been corrected. Block e1: this event was reported by a boston scientific employee. The healthcare facility was not reported on the medwatch form and is unknown. Block h6: imdrf impact code f1901 captures the additional surgery performed to retrieve the broken tube. Imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2025. During the procedure, the tube broke while being pulled through the anterior abdominal wall. Part of the tube was left in the patient's stomach. A laparotomy was performed to retrieve the broken tube and placed a gastrostomy tube. There were no reported patient complications as a result of this event.